Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during the intraocular lens (iol) implant procedure, a crack found to be noted during the insertion. The reporters assuming that it might be user error, however it couldn't rule out if it could possibly be a prior lens issues either. The lens had to be removed from the patient and then inserted a new lens. Addition information was requested and no further information was available.